Manufacturer narrative:
Investigation summary: one photo was attached to the complaint. In the photo, a label was shown, and an incorrect device was referenced in the image. According to photo received, the failure mode ¿labeling issue¿ was confirmed. The discrepancy reported of mixing the component 21-7002-24 into the box was not confirmed. In the case that samples are received, the complaint will be reopened. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the box of 21-7302-24 cassettes had a 21-7002-24 label on it. Inside the box, there were 21-7302-24 cassettes, but two cassettes were item 21-7002-24. This event occurred at the hospital upon opening by a health professional. There was no patient involvement, and no patient harm/adverse event reported.